Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in edwards lifesciences technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the (B)(4) valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for 14fr esheath is 5.5mm. The patient¿s access vessel mld was 4.2mm with severe calcification and moderate tortuosity as confirmed on the 3mensio report. In this case, patient and procedural factors [smaller than indicated vessel diameter, severe calcification and moderate tortuosity, vessel access technique by operator] appears to have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During an attempt to perform a transfemoral tavr procedure a perforation of the right femoral artery occurred. There was bleeding through the puncture site in the right femoral artery and no pulses were detected following percutaneous closure due to dislodged thrombus. An open cut down repair was performed by the CT surgeon. Access was difficult and the vessel was heavily calcified. The 3mensio report showed severe calcification to both iliofemoral vessels with small vessel diameter approaching minimum vessel recommendations for a 14fr sheath. Access was unobtainable, therefore the tavr was cancelled. The patient will be considered for a transapical procedure in the future. The patient is doing well and was discharged from hospital with no further vascular complication. Two sheaths were used. No damage or defect noted during prep or prior to sheath insertion. Left access was attempted first and a second sheath was attempted on that side after damage to the sheath occurred from excess calcium. Access was then attempted on the right side. The vessel injury was not considered to be related to a malfunction of the dilator/sheath, but rather due to the patient's anatomy and operator insertion technique. The tip of the first sheath inserted was found to have angulation and was bent due to force applied and tight calcification. The bleeding on the right side of the patient was due to the perforation. The thrombus occluded the right femoral artery. The devices were discarded, there was no thought by the physicians that the sheaths caused the problem. It was considered a result of the patient&#38112;poor anatomy which was discussed the morning of the case.